Manufacturer narrative:
This device is not expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead caused or contributed to death or serious injury. This patient exhibited a pericardial effusion the day after this ra lead was implanted. The physician suspected the lead had micro-perforated the heart wall. As result, a surgical reposition was attempted. However, helix retraction and re-extension issues were experienced and the lead was extracted. A new lead was implanted during the procedure. No additional adverse patient effects were reported.